Event description:
It was reported that at the beginning of a gynecological procedure for treatment of a fibroid uterus, the unit had intermittent power and the lights on the unit went out. There were no patient consequences and no further information is available.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatchs sent as the device was involved in two events. See medwatch # 2210968-2008-00030 for the other medwatch. The same device is represented in each medwatch.